Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 398 mg/dl. The high blood glucose levels were treated with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to flattened buttons on dome switch. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.